Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported "flames were coming out of back of pump." While walking by an empty patient room, a healthcare professional noted that the "device caught on fire, flames were coming out of back of pump." The healthcare professional unplugged the device from the ac power outlet and the "flames self-extinguished." During visual inspection of the device at the user facility, charring was noted on the ac power cord. There were no reports of any adverse effects to the healthcare professional. Though requested, no additional information was provided.